Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a tissue removal procedure, using the fluent system, there was a 'tissue trap explosion." A large amount of specimen fell to the ground "however enough was captured to forward to pathology." It was noted that the flow pack showed a crack at the tubing base. No injury or misdiagnosis was reported.